Manufacturer narrative:
No samples were returned for review or testing. There was no available stock of this lot available for review. The review of the device history record confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection for the finished goods or any of the components utilized to manufacture the knives. Information received from the end user and the distributor indicated that the devices in some of the cases are being re-used. Therefore the root cause has been adjudicated as user error. The package for this particular device indicates "single use" by a specific symbol. The distributor and representatives of the facility have been notified and are contacting this end user so retraining can be performed regarding the proper use and handling of this type of medical device.

Event description:
Symptoms: incision 2.2 which did not close with edema results: problem with irregular cut of the scalpel visual acuity pre operative: count fingers 1m visual acuity post operative: count fingers 2m there was a medical intervention for the case there was 15 minutes of procedure delay. It was observed in the beginning of surgery that scalpel cut was not so easy as usual. The incision was left with a very tight and irregular tunnel. At the end of the surgery, the incision of 2.2 was very rounded and did not close only with edema. It was necessary one point to close. In the postoperative period the astigmatism was of 3.25 being that before it was of 0.5. Vision is still low because of retinal problems, but astigmatism is high because of the irregular incision.